Event description:
The event occurred in india. It was reported that the hl20 twin pump displayed the error message head on both sides. The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error head indicates that the motor tacho shows a value but the head tacho shows 0 (zero). During getinge fst´s investigation and repair, the error message direct was also displayed. According to the hl20 service manual the error message direct leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. Both reported failures (error message: head and direct) can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: 1342547

Manufacturer narrative:
It was reported that the hl20 twin pump displayed the error message head on both sides. The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error head indicates that the motor tacho shows a value but the head tacho shows 0 (zero). During getinge fst´s investigation and repair, the error message direct was also displayed. According to the hl20 service manual the error message direct leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. A getinge field service technician (fst) was sent for investigation and repair. The hl20 tpm motor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected part was not made available for further investigation at the manufacturer. In regards to both error message: head and direct, the most probable root cause can be linked to hl20 risk assessment: (total) fail of device because of: - failure of motor, motor controller or control circuitry. The review of the non-conformities has been performed on 2025-08-07 for the period of 2016-03-14 to 2025-08-05. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-03-14. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure error messages: head and direct could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.note: the event occurred on the indian market. It is a significantly similar device to "heart lung machine hl 20" which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl20 with catalog number 701043262.